Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded signal artifact monitoring (sam) episodes due to oversensing of minute ventilation (mv) chop and also exhibited high out of range pacing impedance of greater than 3000 ohms on this right atrial (ra) lead. After the sam episodes, there were atrial tachy response (atr) episodes exhibiting oversensing of non-physiologic noise which led to false positive mode switches. It was noted the patient's intrinsic rhythm was coming through. Technical services (ts) suspected a lead fracture and recommended bringing in the patient for testing. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded signal artifact monitoring (sam) episodes due to oversensing of minute ventilation (mv) chop and also exhibited high out of range pacing impedance of greater than 3000 ohms on this right atrial (ra) lead. After the sam episodes, there were atrial tachy response (atr) episodes exhibiting oversensing of non-physiologic noise which led to false positive mode switches. It was noted the patient's intrinsic rhythm was coming through. Technical services (ts) suspected a lead fracture and recommended bringing in the patient for testing. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported.